Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates - swg kinked in use.

Event description:
Complaint description: at the time of the insertion, the guide lost the form in the tip.

Event description:
Complaint description: at the time of the insertion, the guide lost the form in the tip.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened es-04301 set containing a guide wire assembly for evaluation. The guide wire was returned partially retracted within the advancer tube and showed evidence of use. The guide wire was observed to have several kinks and bends along the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 38, 415, 551 and 561 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.